Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer received a minimum fill notification after filling the cartridge with 150 units of insulin. Customer's blood glucose level was 407 mg/dl. In addition, it was reported that a cartridge change error occurred. Customer reverted to manual injections for insulin therapy.